Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the plaster of the infusion set is wet/moist after one day of usage. Caller stated insulin comes out from the injection site. No adverse event reported. The eight cannulas are discarded and lot numbers are unknown; no product will be returned.